Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and replaced suspect nvram chip (B)(4) retested without any additional failures.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) showed dc proxy errors during preventive maintenance and in logs. There was no patient involvement.